Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Microscopic inspection revealed a longitudinal tear in the balloon material. Review of the product specification was performed which indicates the rated burst pressure (rbp) of the complaint device. The reported information indicates the device was not inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). After a wire crossed the lesion, intravascular ultrasound was attempted, however, device was unable to cross the lesion. A 2.50 mm x 15 mm nc emerge® balloon catheter was advanced to pre dilate the proximal end of the lesion at 16 atmospheres for 10 seconds. The device was advanced further to the distal portion of the lesion to perform second pre dilation. However, during inflation before reaching 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). After a wire crossed the lesion, intravascular ultrasound was attempted, however, device was unable to cross the lesion. A 2.50mm x 15mm nc emerge® balloon catheter was advanced to pre dilate the proximal end of the lesion at 16 atmospheres for 10 seconds. The device was advanced further to the distal portion of the lesion to perform second pre dilation. However, during inflation before reaching 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.